Event description:
Facility states handle is getting stuck and hitting the side of the lift. They have seen metal shavings. Bolt or nut missing. Facility states this unit was a replacement provided under warranty.